Event description:
The customer reported to vyaire medical that the vela ventilator immediately when powered on vent inop (ventilator inoperable),"xdcr fault (transducer fault), low ve (low minute ventilation) and low pip (low peak inspiratory pressure) alarm triggered. The customer confirmed that there is no patient involvement associated with this reported event.

Manufacturer narrative:
(B)(4). The customer reported that they will not return the defective pcb for evaluation. Therefore, no root cause could be determined. However the customer troubleshoots the device events log also recorded transducer fault occurred (0,0,33). Performed transducer tests, turbine differential 33 failed. Performed transducer calibrations, turbine differential press transducer failed at 0 cmh2o. The customer stated that the turbine files in original turbine pcb (printed circuit board) was also defective. Main pcb (printed circuit board) programming is inaccessible to proceed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.